Event description:
Boston scientific received information that during the implant procedure, a pneumothorax occurred when the physician was doing a subclavian stick. The boston scientific field representative noted the pneumothorax was related to physician technique rather than a product issue. The procedure was unable to be completed so the left ventricular (lv) lead port was plugged and the lv lead will be implanted after the pneumothorax has been resolved. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.